Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: left fallopian tube") and uterine prolapse ("grade 2 uterine prolapse") in a 31-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Patient denies to being allergic to nickel. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity and uterine bleeding. Concomitant products included acetylsalicylic acid (aspirin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months 1 day after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), amenorrhoea ("amenorrhoea") and urinary incontinence ("bladder or urinary "problems":incontinence"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2016, the patient experienced pain ("body aches"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (total laparoscopy hysterectomy with unilateral "salpingectomy") and surgery (mccall culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine prolapse, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, weight increased, pain, amenorrhoea and urinary incontinence outcome was unknown. The reporter considered amenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, pain, urinary incontinence, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain resolved following removal. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Pregnancy test urine - on (B)(6) 2014: negative (B)(6) 2014, hysterosalpingogram impression: 1.no abnormality is seen in the endometrial cavity 2.the right essure implant is in appropriate position occlusion of the right fallopian tube 3.the left implant has perforated the left fallopian tube and is outside the lament of the tube the left fallopian tube is patent. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: fallopian tube perforation, vaginal hemorrhage, dyspareunia, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation: left fallopian tube") and uterine prolapse ("grade 2 uterine prolapse") in a 31-year-old female patient who had essure (batch no. C06466) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 3. Patient denies to being allergic to nickel. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity and uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 3 months 1 day after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced uterine prolapse (seriousness criterion medically significant), the first episode of pain ("body aches"), amenorrhoea ("amenorrhoea") and incontinence ("bladder or urinary probblems:incontinence"). In (B)(6) 2015, the patient experienced fatigue ("fatigue") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced the second episode of pain ("bodyache"). The patient was treated with surgery (total laparoscopy unilateral salpingectomy hysterectomy with unilateral salingectomy) and surgery (mccall culdoplasty). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine prolapse, vaginal haemorrhage, menorrhagia, dyspareunia, fatigue, weight increased, amenorrhoea, incontinence and the last episode of pain outcome was unknown. The reporter considered amenorrhoea, dyspareunia, fallopian tube perforation, fatigue, incontinence, menorrhagia, uterine prolapse, vaginal haemorrhage, weight increased, the first episode of pain and the second episode of pain to be related to essure. The reporter commented: pelvic pain resolved following removal. The number of expanded coils that appeared trailing into the uterine cavity was 3. The number of expanded coils that appeared trailing into the uterine cavity was 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.6 kg/sqm. Pregnancy test urine - on (B)(6) 2014: negative. (B)(6) 2014, hysterosalpingogram impression: 1.no abnormality is seen in the endometrial cavity 2.the right essure implant is in appropriate position. Occlusion of the right fallopian tube 3.the left implant has perforated the left fallopian tube and is outside the lament of the tube the left fallopian tube is patent. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: fallopian tube perforation, vaginal hemorrhage, dyspareunia, pelvic pain, menorrhagia. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet and medical records received. Reporters added. Events added per pfs: abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, salpingectomy(one side removal of fallopian tube), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, perforation: left fallopian tube.body aches, fatigue, amenorrhoea, incontinence, uterine prolapse. Batch number, medical history and lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.